Event description:
Litigation papers allege that patient experienced hip pain, nerve damage, difficulty walking and a significant limp. Patient felt her hip grinding and could hear a squishy noise with any movement. Although they also allege she had elevated metal ion levels, the product sticker sheet and invoices show that her acetabular cup was not removed until a later date (see separate complaint). Patients preliminary disclosure form received on (B)(6) 2012 provided product stickers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.